Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found top case was chipped and cracked. The bottom was damaged. Event history log showed "back-up audible alarm error". The back up audible alarm was found at start up of the device. The cause of the reported issue was the mainboard, didn't notice any external damage on the mainboard. The mainboard and top case was replaced, performed functional and delivery tests that passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a backup audible alarm, unable to clear. No adverse patient effects were reported by the customer.